Event description:
Caller states that the following results were obtained on a patient using an inform meter, compared to a lab result, within 10 minutes: 562 mg/dl (inform) and 116 mg/dl (lab). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.